Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient was prepared for a cardiac ablation procedure but two of the pentaray nav catheters had damaged packaging. The sterile package was torn open. No further details were provided regarding the procedure itself. No patient consequences were reported. There are two reports for this event for each pentaray catheter. The lot numbers for each device is the same.

Manufacturer narrative:
On 5-mar-2026, the product investigation was completed. It was reported that a patient was prepared for a cardiac ablation procedure but two of the pentaray nav catheters had damaged packaging. The sterile package was torn open. No further details were provided regarding the procedure itself. No patient consequences were reported. Device evaluation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection of the returned device was performed following j&j procedures. Visual analysis revealed no damage or anomalies on the device. According to the provided pictures by the customer, it look like that the pouch appeared to have been smashed, crumpled, but the picture do not provide enough evidence to identify if there was hole in the pouch. The damage identified could be related to the reception, storage or shipping process, however, this cannot be conclusively determined. Finally, further investigation could not be performed as the pouch and packaging were not returned for analysis. A manufacturing record evaluation was performed for the finished device number lot 31771446l and no internal action related to the complaint was found during the review. The damage issues reported by the customer were confirmed based on the picture provided by the customer. The potential cause of the damage cannot be established. The instructions for use (IFU) contain the following general instruction and information: verify product receipt and inspect package and product for signs of damage or sterility compromise. Do not use if the package is open or damaged. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 5-feb-2026, the product investigation was completed based on a received photo of the device. It was reported that a patient was prepared for a cardiac ablation procedure but two of the pentaray nav catheters had damaged packaging. The sterile package was torn open. No further details were provided regarding the procedure itself. No patient consequences were reported. Device investigation details: a picture was received for evaluation following johnson & johnson medtech (j&j medtech) procedures. According to the picture provided by the customer, the box of the catheters was observed broken and torn; however, the pouch of the catheter was not observed on the photos provided by the customer. A manufacturing record evaluation was performed for the finished device on lot 31771446l, and no internal actions related to the reported complaint were identified. The customer complaint was confirmed based on the picture received. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 17-feb-2026, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).